Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen inlet pressure alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" alarm conditions related to the oxygen blending module board were also observed. The device's oxygen blending module board was replaced to address the issues.